Event description:
It was reported via repair work order that the head end jack could not fully lower due to obstruction from o2 bottle holder that was installed incorrectly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.